Manufacturer narrative:
The reported event could be confirmed, as intra-operative images and a video was received showing the issues during implantation. The implant was a peek pterional plus implant and was designed per standard procedure. No design session was held, and the implant was ordered without a host bone model. The implant¿s design was also assessed regarding the effect of brain swelling. Review of statements made by the surgeon and review of video received, found that swelling was not identified as an issue. In addition, an analysis of the implant design and all quality relevant steps was performed by the peek cci design team. It showed that all ¿steps were performed in accordance to [our] freqi procedures. No issue was found with the implant¿s design. This investigation results were shared with the sales representative during a web meeting. In addition, the peek device (engraved with ¿do not implant ¿ not for clinical use¿) and the manufactured host bone model were sent to the sales representative to assess the performed evaluation with the customer. A recommendation was given to the sales representative to encourage the surgeon to attend a design session in which all aspects of the peek implant can be discussed. Further, ordering a host bone model in addition to a peek pt. Plus implant was recommended for future cases. In conclusion, the implant was designed as requested by the customer. It was also designed according to all quality instructions and manufactured to specification.

Event description:
It was reported that the implant did not fit as expected. It appeared that the implant was too small. No further information is known at this time.

Event description:
It was reported that the implant did not fit as expected. It appeared that the implant was too small. No further information is known at this time.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.